Manufacturer narrative:
Patient city: (B)(6) patient country: australia. Initial and final MDR 2504577-MDR 8021545-2025-03727- device 2 of 2 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in australia. It was reported that patient faced two infusion sets leak tubing damage events on (B)(6) 2025. The leakage was in the tubing. The infusion set was in use for 2 days. No further information is available.